Manufacturer narrative:
Due to character restrictions in block e1 address: (B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) shut off while in use on a patient. There was no patient harm.